Event description:
The patient reported that the pump dispensed insulin during the load step of a routine cartridge with three different cartridges. There was no reported patient impact as a result of the incident.

Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during investigation, the pump failed to detect the cartridge. Evaluation revealed that the force sensor is out of calibration, and there was contamination observed on the force sensor plate.